Event description:
A surgeon reported that following implantation of an intraocular lens (iol), a pt is experiencing glare. The association between this event and the iol is not known. Additional info has been requested.